Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 2.50 mm x 12 mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.